Event description:
It was reported that, this pacemaker exhibited farfield oversensing. Boston scientific technical services (ts) recommended to extended a blank and sensitivity. This device remains in service. No adverse patient effects were reported.